Event description:
Pain both above and below right knee [arthralgia], swelling both above and below the right knee [joint swelling], hard time weight baring on the knee [weight bearing difficulty]. Case description: spontaneous report was received on (B)(6) 2010 from a (B)(6) female patient, initials (B)(6), with a history of osteoarthritis and previous synvisc treatment, who experienced knee pain, knee swelling and difficulty bearing weight after starting synvisc-one. The patient received one injection of synvisc-one into each knee on (B)(6) 2010. The patient reported that her left knee felt better, but she experienced pain and swelling in her right knee as well as difficulty bearing weight on her right leg (date not provided). The patient required treatment for her symptoms. The patient reported that she received one injection of cortisone into her right knee (date not provided). The product lot number was not provided. At the time of this report the outcome of the patient was not yet recovered. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.